Manufacturer narrative:
We have not received the device. Hence, we cannot conclusively determine the root cause of the defect. We were notified about this incident at (B)(6) hospital located in (B)(6) from our distributor. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this event. There were no non-conforming material reports associated with this crosslinking batch, impregnation lot or the subassemblies associated with this graft. Further, we have not received any complaint from any other customer related to this lot. From the pictures provided by the hospital of the implanted graft, it looks like a normal graft. Graft has been discarded.

Event description:
Albograft leaked during the procedure.